Event description:
Nurse noticed that IV site was puffy and wet. Nurse tried to remove IV catheter and noticed that hub area of the catheter area was very "floppy". The nurse noticed that 3/4 of plastic catheter had split off from the hub. The catheter plastic tube remained in the pt's arm because it had become detached. The plastic catheter tube had to be removed from the arm by gloved hand.